Manufacturer narrative:
Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. Based on the available information, the reported endocarditis in this case was due to patient related factors. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 31mm bioprosthetic mitral valve, implanted three years, five months was explanted due to prosthetic mitral valve endocarditis. The explanted device was replaced with a 29mm bioprosthetic mitral valve. Per obtained medical records, the patient was an active heroin user and presented with right arm pain. She was diagnosed with antecubital fossa cellulitis associated to IV drug use. The patient had developed mitral valve endocarditis with positive blood cultures showing streptococcus pyogenes and a large vegetation. The valve was removed and replaced with post-operative tee findings revealing normal biventricular function, and a normally functioning mitral valve prosthesis. Patient tolerated the procedure well and was transported to cvsicu in stable condition. The patient was discharged home in stable condition on post-operative day six.

Manufacturer narrative:
The root cause of this event cannot be determined with the available information. No additional information has been provided by the healthcare provider. Additionally, the subject device has not been returned for evaluation. If any new information is received, a supplemental report will be submitted accordingly. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a bioprosthetic mitral valve, implanted three (3) years and five (5) months, was explanted due to unknown reasons. The explanted device was replaced with another edwards bioprosthetic mitral valve. No other details have been provided.